Manufacturer narrative:
(B)(4). Although requested, the pc unit event logs have not been received. A follow up report will be submitted with investigation results should the event logs be received for evaluation.

Event description:
The customer reported narcan 1 ml/hr was started at 10:07 am, the bag completed at 11:19 am. Rn saw the bag empty earlier than expected. Md ordered narcan 4 mcg/hr. The usual concentration expected is 4 mcg/ml, and programmed as a standard for the facility in mcg/kg/hr. A 100 ml bag of narcan 4 mcg/ ml concentration was sent for pharmacy. Rn documented programming device for 1 ml/hr. The customer requested an event log review and would like to know what the nurse programmed. There was no patient harm or medical intervention. No additional event or patient information was provided by the user.